Event description:
It was reported while using bd posiflush¿ normal saline syringes, foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports there appears to be a piece of plastic floating inside the syringe. Is also able to send in a sample.

Manufacturer narrative:
H6: investigation summary it was reported there appears to be a piece of plastic floating inside the syringe. To aid in the investigation, one 10ml sample with no packaging blister was received for evaluation by our quality team. The syringe has a different tip cap than the original assembly and 3.5ml of solution in it. There is a piece of plastic from a syringe barrel flange in the solution. The returned unit syringe barrel and plunger rod have no damage. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel filling process inducing a piece of plastic falling into the sample received. A device history record review was completed for provided material number 306546, lot 3059524. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.